Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00414. 0001822565-2020-00415. 0001822565-2020-02059. 0001822565-2020-02061. 0001822565-2020-02062. Concomitant medical products: unk poly, item# 00434901413, lot#64141262. Unk baseplate, unk screw, unk screw. No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records for other devices, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was implanted with a reverse shoulder over a year ago. Subsequently, the patient was revised a couple of months ago due to the poly disengaging from the stem. A second revision was recently performed due to another disengaged poly and possible infection.